Manufacturer narrative:
Clarification to h6 type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "stroke", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the ck3 and ck4 with 2 ml of juvéderm® voluma¿ with lidocaine. The next year, the patient had spinal surgery. Five months later, the patient experienced a non-device related ¿stroke with sequelae in speech.¿ the patient was ¿much slower, with difficulty reasoning after the event.¿ two years later, the patient experienced ¿late edema¿ and ¿pain¿ in the eyelid regions, especially infrapalpebral regions. The patient was prescribed 20 days of antibiotics and a diprospan ampoule from a neurologist. A MRI was performed with no changes, and a high-frequency dermatological ultrasound with doppler that showed ¿the presence of hyaluronic acid, especially on the right side, where a little more product was injected.¿ the events have increased and remained weekly, lasting 24-48 hours. The injecting healthcare professional hypothesized ¿etip, chronic spontaneous urticaria with a unique manifestation of angioedema and reactive edema,¿ due to the stroke. The event is ongoing.